Event description:
At approx 5:57 am a nurse entered the pt's room and found her unresponsive and sitting on the floor on top of the bumper pad that had been on the right side of the bed. The pt's head was between the side rail and the mattress. The nurse immediately called for assistance and called the code blue team. There were no resuscitation measures carried out because the pt's status was "do not resuscitate." She was pronounced expired at 06:15. The pt had on soft wrist restraints and a posey vest at the time of the incident. They were still secured to the bed. The pt's bed was examined by the hosp's engineer. Bed was found to be safe and functioning properly. MFR was informed and will send engineer to check the bed. The bed has been taken out of svc until investigation is complete.